Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported in a journal article that the patient underwent a cardiovascular procedure on unknown date and a ventricular and/or atrial unipolar temporary pacing wire was used. The patient experienced severe complications such as tamponade or hemothorax on temporary pacing wire removal necessitating a surgical intervention. It was also reported that retained temporary pacing wire occurred and pacing was painful. The patient possibly experienced unpleasant cutaneous tingling when one electrode was inserted in the subcutaneous tissues and right shoulder pain or diaphragmatic stimulation. Before the fourth postoperative day, failure to pace possibly occurred and/or it was nonfunctional at the same day of the procedure. It was also reported that pacing was considered necessary but had to be replaced by isoproterenol infusion because of ventricular temporary pacing wire dysfunction or possible painful stimulation. It was reported that failure to sense possibly occurred in atrial and/or ventricular temporary pacing wire. Additional information has been requested.